Event description:
The filterwire failed to open and could not be retrieved even extracorporeally. A filterwire ez was selected for use during a left internal carotid artery percutaneous transluminal angioplasty procedure. During the procedure, the filterwire failed to open and could not be retrieved even extracorporeally. The procedure was successfully completed using another filterwire ez. There were no patient complications as a result of this event and the patient status was stable.